Event description:
The consumer reported an unconfirmed false negative result with binaxnow covid-19 ag self-test performed on (B)(6) 2023. Per the consumer, she has covid-19 symptoms. No confirmatory test was performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4-UDI:(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use.

Manufacturer narrative:
D4-UDI:(B)(4). Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 222440 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 222440 and device part number 195-430h / lot 219832. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 222440 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : device discarded, single use.

Event description:
The consumer reported an unconfirmed false negative result with binaxnow covid-19 ag self-test performed on 06nov2023. Per the consumer, she has covid-19 symptoms. No confirmatory test was performed. No additional patient information, including treatment and outcome, was provided.